Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) was investigated. As received, the charger/modem would not recognize or charge a test battery pack. Upon evaluation, there was liquid contamination on the battery board. In addition, the charger exhibited a flash memory failure during programming at bga components u102 and u105 on computer / analog (ca) board sn (B)(4). The cause of the resetting cannot be isolated to the contamination or flash memory failure. The root cause for the contamination is liquid ingress of an unknown contaminant. Root cause investigation including destructive testing is underway on devices exhibiting similar flash memory failures modes. No adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was resetting.